Event description:
It was reported at a (B) (6) that following a percutaneous peripheral intervention (ppi) with a stent in the left subclavian artery and a pre-deployment angiogram, an angio-seal sts plus was selected for use. Hemostasis was achieved. The pt was in stable condition. One day later (the expected date of discharge), the pt experienced a low pulse rate at the right dorsalis pedis artery and the pt's right ankle branchial index (abi) dropped. A CT scan and ivus imaging revealed severe stenosis in the superficial femoral artery (sfa). A percutaneous peripheral intervention was performed from the popliteal artery in back of the knee. The pt underwent stent placement due to insufficient balloon inflation. There were no reported consequences to the pt. The physician stated that he punctured the artery with the needle more parallel with the skin surface than usual because the pt was big and the anchor might have passed through the superficial femoral artery (sfa) and entered into the deep femoral artery (dfa).

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.